Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing occluded and leaked. There is no report of patient harm.

Manufacturer narrative:
Additional information: the affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report that the tubing leaked was confirmed. The report of occlusion was not confirmed. The set was visually inspected and no damage or anomalies were observed. Functional testing confirmed a drop of fluid leaking at the engagement of the microbore tubing and the filter outlet port. The infusion was allowed to continue and completed without any occlusions. Inspection under magnification showed no issues. The tubing outer diameter was measured and was within specification. The root cause of the leak was not identified.